Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/07/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: the meter involved in this case was tested and the primary complaint was not confirmed. However, a secondary issue was noted where the meter's lcd lense was found to be cloudy. The test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high readings on his one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that he had obtained the alleged high readings on (B)(6) 2011. He tested his blood glucose after lunch on (B)(6) an obtained a 186 mg/dl. He went to bed and approximately 4-5hours later he began to experience cold sweats. He did not attempt to test his blood glucose when he was exhibiting the symptoms or self-treat. He did not take any action or seek any medical attention due to the reported issue or symptoms. He was not tested on another device. A quality control test was not done since he did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the high reading, he later developed symptom suggestive of hypoglycemia.